Event description:
It was reported by the customer that the trailing haptic of preloaded intraocular lens was completely removed. There was no patient contact with the product. It was noted that the lens is not available. No other information was provided.

Manufacturer narrative:
Pt. Info: not applicable, as there was no patient contact. If implanted, give date: not applicable as this is not implanted. If explanted, give date: not applicable as this is not implanted. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.